Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution in the united states under 510k number k030055.

Event description:
It was reported that patient underwent a right hip revision procedure approximately six years post-implantation due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval).